Manufacturer narrative:
The reported event of break was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched-up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the left ventricular (lv) lead's connector pin and inner conductor were destroyed. The lv lead was not used and replaced during the procedure. The patient was stable.